Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that blood return was confirmed, however, resistance was felt when flushing. X-ray revealed an alleged catheter fracture; fracture was located near the clavicle. Catheter segment migrated into the heart. Both the port body and the catheter have been removed. Catheter as placed via the right subclavian vein. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp was returned with two segments of 8fr groshong catheter for evaluation. Visual and microscopic inspection identified a complete circumferential break 6.9cm distal to the catheter lock. The site is mostly jagged with some smoothing and pinched shape with a longitudinal break at the corner. The break is consistent with pinch-off; therefore, the investigation is confirmed for complete circumferential break due to pinch-off. Pinch-off is typically related to subclavian placement. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that blood return was confirmed; however, resistance was felt when flushing. X-ray revealed an alleged catheter fracture located near the clavicle. Catheter segment migrated into the heart. Both the port body and the catheter have been removed. Catheter was placed via the right subclavian vein. There was no reported patient injury.